Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 26 months post implant of a bifurcated device and a suprarenal aortic extension, a computed tomography scan revealed an endoleak due to components separating. Physician chose to implant two infrarenal aortic extensions and bridge the gap between the grafts. The endoleak is sealed and the patient is reportedly doing fine.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. There were suboptimal medical records and imaging studies provided for this assessment. There might have been product use that was incongruent with the IFU and might have contributed to this complaint due to: the short, aortic neck; and, the intolerance for contrasted surveillance. Aortic remodeling might have contributed to this complaint; and, anticoagulation/antiplatelet therapy might have contributed to this complaint as an increased risk for bleeding. There was substantiating evidence of: mild stent graft in-folding five months post index, with a thin mural thrombus within the main body; and, a stent graft complaint (stent separation), and stent migration of the aortic cuff 23 months post index, with an endoleak iiia. The final disposition of the patient was not known - a bridge stent was planned for the near future. The report of a secondary procedure could not be substantiated due to lack of information. Medical records were denied. However, a previous clinical summary had verified a stent separation, migration and endoleak iiia. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issues could not be identified. The patient's disease progression and/or aortic remodeling likely contributed to the endoleak.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical records and imaging studies provided for this assessment. There might have been product use that was incongruent with the IFU and might have contributed to the adverse event due to: short aortic neck, and the intolerance for contrasted surveillance. Aortic remodeling might have been a contributing factor; and, anticoagulation/antiplatelet therapy might have contributed as well, as an increased risk for bleeding. There was substantiating evidence of: mild stent graft in-folding five months post index, with a thin mural thrombus within the main body; and, stent separation, and stent migration of the aortic cuff 23 months post index, with an endoleak type iiia. The final disposition of the patient was not known - a bridge stent was planned for the near future. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a conclusive root cause for the reported issues could not be identified. The patient's disease progression and/or aortic remodeling likely contributed to the reported endoleak.

Event description:
It was reported that approximately 23 months post implant of a bifurcated device and a suprarenal aortic extension, a computed tomography scan revealed an endoleak due to components separating. Physician will be talking to the patient with regards to repairing with a bridge piece.additional note: procedure not scheduled as of yet, as patient wants to wait.